Event description:
It was reported that during a training/demo of the da vinci system, system would fault each time with a 23008 error pointing to the gantry. The customer would recover the error however, the error would return each time deploy for draping was selected. Customer attempted to perform a hard power cycle on the patient side system (pss) but the error retuned on startup. System was not connected to onsite and no logs were available at time of call. There was no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the patient side system (pss) axis motor, energy shield monitor (esm) and entry guide manipulator (egm) link 4 halo to resolve the issue. The system was tested and verified as ready for use. Isi did receive da vinci products involved with this complaint to perform failure analysis. The pss axis motor, esm and egm link 4 halo were analyzed and were found to have mechanical damage. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.